Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not calculate the correct amount for a bolus requested. The customer's blood glucose level was 270 mg/dl. Additional information was not provided, and the customer declined to further troubleshoot with tandem technical support.